Event description:
Patient has a 2 level arthroplasty of the cervical spine in which a secure c implant was implanted. The patient was later involved in an automobile accident and suffered a fracture near the c5 vertebrae. The secure c implant was removed and an acdf was performed with allograft. The removal surgery took place (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation. A review of conduct of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Evaluation of the explanted device show no damage, fractures or any signs of failure, only marks caused by normal wear observed. Based on the information provided, and the evaluation of the returned part the implant functioned as intended. The secure-c implant is comprised of two parts, i.e. Part number 714.106s secure-c endplate assembly, and part number (unknown) secure-c core. These two parts combined make up the secure c implant. No lot number was provided to determine manufacturing date. Device two: secure-c core; secure-c core. A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation. The part number and lot number could not be ascertained, and a thorough review could not be performed. Upon evaluation, the core was severely damaged, and as a result, the part number and lot number could not be ascertained. There are signs of damage to the core consistent with surgical tools such as a drill and rongeur. Based on the information provided, the device removal was not in response to a malfunction, but rather necessitated as a result of an auto accident resulting in a fracture near c5. The secure-c implant is comprised of two parts, i.e., part number 714.106s secure-c endplate assembly, and part number (unknown) secure-c core. These two parts combined make up the secure c implant. No lot number could be ascertained to determine mfg. Date.